Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the chloride electrode on a cobas integra 400 plus analyzer. The customer has observed erratic quality control recovery and negative anion gaps for patient samples. The patient sample initially resulted in a chloride value of 124 mmol/l. The sample was repeated four times, resulting in chloride values of 107 mmol/l, 114 mmol/l, 108 mmol/l, and 109 mmol/l.

Manufacturer narrative:
The chloride electrode lot number was 21523247, with an expiration date of 27-jan-2023. The field service engineer determined there was an issue with the mixing tower and o-rings. A system reagent vent was obstructed. The mixing tower and o-rings were replaced. A salt bridge on the system reagent vent was cleared. The sodium electrode was replaced. Ise checks, precision studies, calibration, and controls were successful. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls appeared acceptable on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.